Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for low sensor glucose alerts. The customer reported a low sensor glucose reading of 45 mg/dl and the pump did not alarm. The customer had two incidents of sensor glucose readings below 70 mg/dl on july 22, 2019 and (B)(6) 2019. Their blood glucose readings on july 22, 2019 were 175 mg/dl, 213 mg/dl, and 231 mg/dl, and on (B)(6) 2019, their blood glucose reading was 113 mg/dl. The device failed the audio test during the call. The device will be returned for analysis.